Event description:
An error message was reported with the freestyle libre sensor. A "sensor ended" message displayed on the same day of sensor application and customer was unable to obtain readings. As a result, customer experienced feeling cold, a seizure, and a loss of consciousness and required treatment of sugar by her husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
H4 (device mfg date) was updated based on the extended investigation. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection of the sensor plug and damaged was observed to the guide tabs. The plug was seated correctly and therefore the damaged guide tabs did not cause the customer complaint. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. A "sensor ended" message displayed on the same day of sensor application and customer was unable to obtain readings. As a result, customer experienced feeling cold, a seizure, and a loss of consciousness and required treatment of sugar by her husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be submitted if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. A "sensor ended" message displayed on the same day of sensor application and customer was unable to obtain readings. As a result, customer experienced feeling cold, a seizure, and a loss of consciousness and required treatment of sugar by her husband. There was no report of death or permanent injury associated with this event.